Event description:
It was reported that the device experienced a power on reset. The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset (por) was noted. There was one por for write to locked ram, addr=0e51, data=08, on (B)(4)-2011 and one patient alert for the por on (B)(4)-2011.